Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's buttons were hard to press and rejected new battery. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test and displacement or verify unexpected battery power loss due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act.